Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7174724. Model/catalog description: linear st lead kit 50 cm. Unique identifier: (B)(4). Number/catalog number: sc-4318. Serial number: (B)(6). Batch/lot number: 37628199. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was getting odd stimulation feedback in the left upper back, which was described as stabbing or shooting pain. It was also noted that the patient was experiencing inadequate pain relief. X-ray was taken and left lead migration was confirmed. The patient underwent a procedure wherein the spinal cord stimulator (scs) leads and clik anchor were replaced with a paddle lead. The patient was doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility.